Event description:
As reported by the user facility: nurse notice the bag was empty when the bag should have had fluid in it causing an over infusion, no patient harm.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Investigation results: the reported issue was not present during investigation; perform preventive maintenance service. Log review shows no pump activity on reported incident date. (B)(4).